Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records were not provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a catheter allegedly broke and was removed. It was further reported that it was not necessary to be replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one powerport MRI isp with 8f groshong catheter was received for evaluation. Image review confirmed extravasation at the level of the second rib just superior to the sternoclavicular notch, and could not confirm catheter detachment. Visual inspection identified an 'I'-shaped break on the catheter 10 cm from the port body. The break is characterized by the 'I' shape, rough edges with wear on either side of the split, and slight buckling. The characteristics are most similar to flexural fatigue, however, as the split was not smoothed this investigation will be confirmed for a subcutaneous leak without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. H10: g4 h11: h6 (patient) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a catheter allegedly broke and was removed. It was further reported that it was not necessary to be replaced. There was no reported patient injury.

Event description:
It was reported that a catheter allegedly broke and was removed. It was further reported that it was not necessary to be replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp with 8f groshong catheter was received for evaluation. Image review confirmed extravasation at the level of the second rib just superior to the sternoclavicular notch, and could not confirm catheter detachment. Visual inspection identified an 'I'-shaped break on the catheter 10 cm from the port body. The break is characterized by the 'I' shape, rough edges with wear on either side of the split, and slight buckling. The characteristics are most similar to flexural fatigue, however, as the split was not smoothed this investigation will be confirmed for a subcutaneous leak without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.